Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer reported the tampons fell apart because she found pieces of tampon left behind in her menstrual cup which caused her to be distressed.